Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector pin and scope mount. Since the reported failure no image was not confirmed a definitive root cause could not be identified. A root cause cannot be identified. Based on the results of the investigation, it is likely corroded connector pin and scope mount was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had poor quality image and no image during inspection for use. There were no reports of patient involvement.